Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device had a broken shell, craters, red particles material was found on the gel and creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified broken striated, nick and wear abrasion. Based on the device analysis the final assessment is: a striated edge in the side radius broken due to surgical damage. Nicks others assessed as non-penetrating nick. The reason for reoperation was capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device has been explanted.